Event description:
Boston scientific crm received information that during a follow up visit, this left ventricular lead exhibited impedances greater than 2000 ohms and loss of capture. The lead was tested in different configurations; the same high impedance measurements and loss of capture were observed. The decision was made to deactivate the left ventricular lead. On (B)(6), 2010 a revision procedure was performed; insertion of a new left ventricular lead was attempted. After some difficulty advancing an 8fr introducer sheath through the subclavian vein; access to the coronary sinus was achieved. Due to what appeared to be coronary sinus stenosis beyond the existing fractured left ventricular lead and unsuitable middle cardiac vein anatomy (several attempts at wiring the vessel and placing a lead were unsuccessful) the procedure was abandoned. The fractured lead was surgically abandoned and the left ventricular port of the new device was plugged . No obvious lead was fracture was visible on fluroscopy during the procedure and no inconsistencies were observed on the lead body in the small area exposed in the pocket. No adverse patient effects were reported.

Manufacturer narrative:
The left ventricular lead was surgically abandoned and the left ventricular port of the device was plugged. Should additional information become available, an amended report will be submitted.